Event description:
A malfunction alarm was reported with a displayed code. The customer's blood glucose level was recorded at 250 mg/dl, which is within a normal range. Technical support assisted the customer by providing pump reset information and helped in resetting the pump. The same malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue recurs.